Manufacturer narrative:
This is an estimate. Exact date unknown. Device not returned for evaluation.

Event description:
It was reported that due to erosion the patient had his artificial urinary sphincter (aus) removed and them reimplanted on a later date. A new aus consisting of a 5.0 cm cuff, pump and balloon were eventually implanted. The representative stated that the aus was removed and the physician allowed the patient to heal until he re-implanted with a new aus. Additional information was received that the patient experienced pain and discomfort that lead to the discovery of the erosion. The patient had to be radiated prior to the erosion. The erosion was located around the urethral lumen associated with the cuff. The physician believes the cuff was too tight originally that lead to the erosion. The patient outcome following this surgery was good.